Event description:
A wallstent rx biliary endoprosthesis was used during a stent placement procedure (pt age, gender, and weight unk) in 2008. According to the complainant, the outer sheath could not be retracted to release the stent. The system "...was removed from the scope. [It was observed that] the distal stent broke through the outer sheath." The procedure was successfully completed with a second wallstent rx biliary endoprosthesis. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The january 2008 15-month rx biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.